Manufacturer narrative:
Device evaluation: the sample was returned for investigation. Sample was received in used conditions without original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection showed that no damages, obstruction or any other defects in the joints of the product. For functional testing, a leak test was performed. No discrepancies were detected, no leak was seen, the sample successfully passed, and the failure mode reported was not confirmed. No fault was found. The root cause cannot be determined since the complaint was not confirmed and no corrective actions were taken since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a leakage at the filter, where you see a small round in the filter. There was no patient injury reported.